Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited lead noise. On (B)(6) 2022, the right ventricular lead was capped and replaced. The patient was stable in condition.